Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located at the severely tortuous and severely calcified vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.